Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported the patient had a significant increase in the target pain after they did an exercise. They were laying on their stomach and lifting their head back as far as possible while grabbing their ankles. The patient stated they were seeing their healthcare provider tomorrow.